Manufacturer narrative:
Product analysis #701610535:brief description of complaint: plasmablade¿ 3.0s - aex - detached heat shrink - when cleaning the device using the holster slot, the heat shrink got caught on the holster and was torn. Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: ¿device name: plasmablade¿ 3.0s ¿product number: ps210-030s ¿lot number: 0211767506 ¿expiration date: 15-aug-2019 ¿quantity returned: 1 testing performed: ¿device packaging inspection: ¿one returned plasmablade¿ 3.0s device with locking mechanism was received inside a cardboard box within a plastic bag wrapped in tape with no packaging to fill the negative space. ¿there was no original packaging returned, therefore, the eeprom verification reader was utilized to obtain the device information which is listed as: ¿handpiece type: plasmablade¿ 3.0s ¿lot number: 0211767506 ¿the device information was confirmed against the information listed within gch from the information obtained via the eeprom verification reader. ¿there was no paperwork provided ¿device visual inspection: ¿the device is used with dried blood on the handle, shaft, nose, and the electrode. ¿the heat shrink is completely detached from the device electrode shaft and was not returned, which visually relates to the reported complaint description, image # 1 thru image # 4. ¿the suction opening contains and coagulum buildup, which can diminish device performance and compromise the heat shrink, which visually relates to the reported complaint description, image # 5 and image # 6. ¿the device plug connector supplier is amphenol. Functional inspection: functional inspection not performed because the complaint was confirmed via visual inspection lhr review: a review of the lhr for lot # 0211767506 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed: the reported issue contained within gch was visually confirmed within the laboratory environment. Insufficient cleaning of the electrode during use can create tissue and coagulum buildup on the electrode and inside the heat shrink. When this occurs, the rf energy path may be altered such that the energy is directed to the tissue on the electrode, rather than to the patient; it is probable the heat shrink will degrade and the electrode insulation coating can be compromised. This complaint will be tracked and trended in gch. Reference documents: 42-10-1020 rev. H - work instructions for complaint investigations - disposable devices 31-10-1369 rev. L - product specification and quality plan - plasmablade¿ 3.0s <(><<)>(><(>&<)><(><<)>)> 3.0p 70-10-1452 rev. B - peak plasmablade¿ 3.0s - locking mechanism - IFU 31-10-1365 rev. Q - aex¿ - product specification and quality plan 70-10-1455 rev. F - aex¿ generator - operator¿s manual 61-10-0017 rev. H - device button tactile test procedure test equipment: the functional inspection was not performed as the complaint was confirmed via visual inspection, therefore, no test equipment was u tilized. Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a breast oncology case, the plasmablade heat shrink caught on the holster while cleaning and tore. Staff removed the heat shrink from the device tip to ensure nothing fell off into the patient. There was no impact to the patient reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.